Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient reportedly experienced a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. The patient received a chest tube to resolve the pneumothorax and was hospitalized overnight. The patient was discharged the morning after the procedure on (B)(6) 2021 with no complications. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.